Event description:
Report 40 of 64. It was reported when using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) patient culture tube was found to be contaminated with mold. There were no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4136926 satisfactory per internal procedures. Formulation, torquing, and filling processes were within specifications. In process checks were performed at the designated intervals. Checks for fill volume were complete and within specifications per procedures. Those checks also confirmed that the caps were tightened to the validated specifications. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other complaint has been taken on batch 4136926 for contamination. Retention samples from batch 4136926 (100 tubes) were available for inspection. No mold was observed in the retention samples. Six tubes were incubated at 20-25 degrees celsius and five tubes were incubated at 33-37 degrees celsius. At seven days incubation, no growth was observed. Three photos were received to assist with this complaint. One photo showed a partially filled plastic tube tray. One photo showed a reconstituted panta vial with growths floating in the media. One photo showed a plate with white material. No returns were received to assist with this investigation. This complaint cannot be confirmed for contamination. There was no growth in the retention sample tubes after incubation. Bd will continue to trend complaints for contamination.

Event description:
Report 40 of 64: it was reported when using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) patient culture tube was found to be contaminated with mold. There were no health impact or consequences reported.